Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es 2.1 mid-height cubie drawer was showing pyxis bus error. A complete replacement of the drawer, boards and cables was performed but the failure was not resolved. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-nov-2012 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. No findings available at the time this report was submitted; therefore, annex a code a27 was applied. A supplemental report shall be submitted if additional information becomes available reflecting the appropriate medical device problem annex a code.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es 2.1 mid height cubie drawer was showing pyxis bus error. A complete replacement of the drawer, boards and cables was performed but the failure was not resolved. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-nov-2012 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had an issue with 2.1 mid-height cubies drawer and had a pyxis bus error. A technical support specialist (tss) addressed a request to delete all cubies in drawer 2.1 as the drawer was no longer attached and could not be configured. The tss applied the relevant knowledge article and reset the cubies, successfully removing most of them while a few remained uncleared. The tss informed the customer about a storage space error and noted that onsite intervention was required due to the detached drawer, with follow-up planned later. The tss then reviewed an update that the drawer had been reconnected and reassigned successfully, however one compartment continued to display a bus connection failure despite no cubie being present and attempts to clear the error showed no system response. The tss later acknowledged the customer's request to close the case due to workload constraints, with agreement to resume investigation under a new case when ready and proceeded with case closure. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es 2.1 mid height cubie drawer was showing pyxis bus error. A complete replacement of the drawer, boards and cables was performed but the failure was not resolved. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.